Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. It was unknown, if the patient was hospitalized for the event. On the same day as the onset, the patient began treatment with injection vanlid (intraperitoneally, 1 gram, stat) and injection tazopip (intravenously, 4.5 gm, twice a day) for the peritonitis. At the time of this report, treatment for the peritonitis was ongoing and the patient¿s outcome was unknown. The action taken with dianeal therapy was not reported. No additional information is available.